Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medication for a patient and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station stuck on windows update screen. A technical support specialist dialed in and checked the station was working fine; and confirmed that the windows update sometimes took longer than usual time. The system functioned as intended after the technical support specialist troubleshooted the device.